Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the touch was difficult.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation is noted in the inlet tube of the reservoir. Testing revealed this to be a site of leakage. The separation appears to be within a group of striations, indicating contact with unshod instrumentation. A group of partial separations are noted near the detachment site of the inlet tube of the reservoir. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump, cylinder #1, or cylinder #2. The information received indicated the device was difficult, but because no functional abnormalities were noted with the returned components, other than instrument damage, quality cannot confirm the complaint as reported. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the inlet tube of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5851627. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.